Event description:
On (B)(6) 2021 this male peritoneal dialysis (pd) patient contacted fresenius customer service and reported they were diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 for their regularly monthly scheduled assessment. During the appointment, the patient complained of nausea and abdominal pain. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1,500mg every 5 days for 21 days and ip fortaz (dose and frequency unknown). The pd effluent culture resulted positive for staphylococcus aureus and the fortaz was discontinued (unknown date). The cause of the peritonitis has not been determined. The pdrn went over each pd step with the patient and they correctly demonstrated set-up and breakdown. The patient could not recall any breach in aseptic technique. The patient did not report any other issue with any fresenius product related to this peritonitis event. The patient has continued to complete pd therapy utilizing the liberty select cycler during recovery. The patient did not require hospitalization for this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and the use of the liberty select cycler and cycler set. Although the cause of the peritonitis event has not been determined, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The culture result of staphylococcus aureus suggests a breach in aseptic technique as this organism is one of the most common microbial causes of pd-related peritonitis. Staph aureus is found in the nares and on the skin of many patients. Based on the information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On (B)(6) 2021 this male peritoneal dialysis (pd) patient contacted fresenius customer service and reported they were diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 for their regularly monthly scheduled assessment. During the appointment, the patient complained of nausea and abdominal pain. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1,500mg every 5 days for 21 days and ip fortaz (dose and frequency unknown). The pd effluent culture resulted positive for staphylococcus aureus and the fortaz was discontinued (unknown date). The cause of the peritonitis has not been determined. The pdrn went over each pd step with the patient and they correctly demonstrated set-up and breakdown. The patient could not recall any breach in aseptic technique. The patient did not report any other issue with any fresenius product related to this peritonitis event. The patient has continued to complete pd therapy utilizing the liberty select cycler during recovery. The patient did not require hospitalization for this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.